Event description:
It was reported that the device posted a battery-related alarm and performed a reboot. The device was reportedly replaced; no patient consequences have occurred.

Manufacturer narrative:
The hospital reported the issue to the local competent authority only and did not involve the dräger s&s organization into any follow-up measures. The contact person named in the ufr was unable to provide further details upon request. A detailed investigation solely on the base of the initial written description is not possible. However, the most likely underlying scenario would be the following: the device performs a battery test in the background in regular intervals to calculate an actual runtime forecast for battery operation. The supervisor sw switches off mains power for 500ms to measure trends for voltage and current in battery mode. With a worn or depleted internal battery that cannot supply the device with sufficient level of electrical energy anymore, the test may fail and lead to an interrupt in sw processing. The device triggers a reboot to set all sw routines back to a controlled state; ventilation will be continued afterwards with the latest valid settings. The internal battery is subject to wear and tear, shall be inspected regularly and replaced every two years. The IFU emphasizes that the internal battery serves as an important fail-safe mechanism to cover mains power losses and that the user shall check the availability prior to each ventilation episode. The device has a manufacturing date of 10/2017 and, dräger has no information when the last battery replacement was proceeded if ever. Under consideration that the aforementioned postulation is correct, it is concluded that the reported event was the consequence of lack of preventive maintenance and failure to follow instructions - these aspects are under responsibility and control of the user/operator. Other explanations may apply as well; the lack of information does not allow a reliable conclusion.